Manufacturer narrative:
The smart pneumatic board was sent to zoll medical corporation for further evaluation; the customer's report was duplicated and attributed to a fractured solder joint on an integrated circuit on the smart pneumatic module (spm) board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical shanghai; the customer's report was duplicated and the smart pneumatic module board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure 1474" error message". Complainant indicated that there was no patient involvement in the reported malfunction.